Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Event description:
Kimberly-clark received a report stating the patient was intubated on the first attempt without incident. The endotracehal tube placement was confirmed. The following morning, there was a leak of tidal volume noted around the cuff of the endotracheal tube causing the ventilator alarm to sound continuously. When the endotracehal tube balloon air volume was checked, there was 3cc of air in it. The tube was exchanged at the bedside. The patient was administered additional sedation because he was clenching his teeth together. Once the tube was removed the attending physician inflated the cuff, using a 30cc syringe. The tube seemed to hold all of the air. Once inflated the cuff easily slid up and down on the tube itself. It was thought that perhaps the tube was not advanced deep enough in the patient's airway and the cuff moved to the patient's vocal cords. No additional information was provided in regards to the patient's status.